Event description:
It was reported that after a biopsy procedure, l3-010 error code showed on the screen. Unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the cutomer complaint and found that internal contamination caused no rotation and intermittent translation per the customer complaint. To correct this issue, the analysis site replaced the flex circuit, translational motor, rotational motor, two bushings and two drive shafts. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.